Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was able to charge their implantable neurostimulator (ins) twice since receiving a loaner controller, but the controller kept going to charging screen as if the controller could not locate the device. The patient tried to use the recharger to locate the device, but the controller was till showing the same screen; no device found (screen 16). It was noted that once the patient tapped the ¿recharge¿ button on the screen, the screen stated to connect the recharger. After the recharger was connected and the antenna was placed over the ins, the charge quality was excellent, and both the controller and ins were 100% charged. It was discovered that the stimulation was off and the patient noted that they did not turn the stim off. The patient was instructed on how to turn the stim back on; they could feel the stim at a comfortable level. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated she still experienced the same issue as previous reported. She charged the controller and ins t 100% and still experienced no device found screen and the stimulation turning off. Patient said stimulation was turning off because the ins battery depleted in less than a day. Patient said her representative recommended calling patient services (pss) to replace lithium ion battery pack. Pss recommended following back up with the rep if this did not resolve the issue as the implant was depleting could be related to her programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that screen 15 and 16 was reviewed over the phone. Charge level on controller is 100% and 80% on the ins. Caller read w/ tablet and saw a message similar to a disruption occurred on (B)(6). Re-reading w/ tablet the caller indicated it has a message the time was incorrect. Patient indicated she has been w/o stimulation for the past two days, after clarification the patient can turn stimulation on but the stimulation sensation is not strong enough sometimes so feels like it is off. We removed the controller battery and plugged directly into charge cable with the same issue. A disable and re-enable was performed on the ins which resolved the issue. Manufacturer representative indicated controller issue only resolved for a second. It will no longer find the implant. Caller states the recharger was replaced a couple of days ago and it did not resolve the issue. Controller level is at 100%. It will not find the implant in multiple environments, home, car, drs office, etc. Tablet will find the implant with no issues. This began approximately 2 weeks ago.